Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, the user reported a leaking cartridge. The user associated the leak with elevated glucose readings, with a highest bg of 221 mg/dl. The event resolved after a supply change. The patient reported no symptoms, and no medical intervention was required.